Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels of 380 mg/dl. Patient was admitted to the hospital for diabetic ketoacidosis and treated with IV insulin. The duration of the hospital stay is unknown.